Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the reason the devices were so close together was that the patient originally had two implants that were replaced with the current devices. When that replacement occurred the new devices went into the same pocket as the ones that were removed.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger; product ID: 97755, serial#: (B)(4), product type: recharger; product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient is having difficulty communicating and recharging their two implantable neurostimulators (inss). There was discrepancy with the event date which was originally noted as this issue occurring since the day after implant; however, it was also noted as starting about three weeks prior to the report. The patient has two patient controllers and two rechargers; they are not labeled, but they have markings to where they can tell which one is for each ins. The rep had used the tablet and confirmed that the right ins is (B)(4), and the left ins is (B)(4). These two inss were implanted about 2-3 inches apart. The rep went through the pairing set-up process using the right patient controller (pc) and the right ins. The right ins did not have any charge initially, but they were able to charge to 40%. However, when the recharger therapy module (rtm) was disconnected, sometimes the pc would connect with the ins, and sometimes it would show ¿no device found¿ or go back to the ¿set-up¿ screen. The rep had already reseated the battery pack in the pc multiple times and is still having issues. They then used the other pc to attempt to communicate with the left ins, but it was showing that the left ins was depleted. The rep had done 20 minutes of passive recharge cycle on the left ins and has not gotten anywhere. The rep tried to reseat the battery pack in the right pc again, and then it was displaying the ¿no device found¿ screen even when it was placed right over the ins, but then they were able to proceed with the normal charging when the rtm was connected. It was confirmed that the left pc was locked when attempting to communicate with the right ins. The rep stopped charging the right ins and locked the right pc. The rep walked through the ¿set-up¿ process for the left ins and left pc. The pc found both ins serial numbers, and the rep selected (B)(4) to complete set-up on the left side. At that point, it showed that the ins was empty, but when the rep attempted to charge it, the pc showed ¿unfamiliar device¿ and continued to spin, but then it showed poor recharge quality. When the rep moved the same rtm over the right ins, it located the right ins immediately. The left pc had paired to the right ins. The rep completed another ¿set-up¿ process with the left pc again to re-pair the left pc to the left ins, and again, the left pc communicated with the right ins and was able to charge normally with excellent quality and the ins was at 40% charge. The rep was then able to successfully pair the left pc to the left ins (B)(4). After the pairing was completed, the rep was then able to use the left pc to communicate with the left ins and was able to charge normally which showed that the ins was at 50% charge. It was reviewed that the charge level likely came from the passive recharge sessions already performed. There were no patient symptoms or complications reported. Additional information was received from a rep on november 25, 2020. It was reported the right pc was not communicating with the right ins on the day of the report. It was only communicating if the rtm was connected. After going into tech mode and reselecting the implant device, the pc started working fine. It was reviewed that if the wrong rtm is used to charge the ins, it will deplete the tel-m key. The cause of the communication issues between the pc and ins was determined to be that the devices are implanted too close to each other. The patient uses a homemade shield made of aluminum foil in a cloth napkin which seems to work, but it is very cumbersome. The issue has not yet been resolved. Resetting up the pc was performed for both inss, which would only resolve the communication issue temporarily. If the rtm ever got near the ins, the issue would repeat itself. After speaking with the patient on (B)(6) 2019, the rep indicated that the homemade shield seemed to be working properly for now. There were no patient symptoms or complications reported at that time. Additional information was obtained from the patient on april 27, 2020. They provided the serial numbers of their two rtms. They also mentioned that due to the two ins devices being too close together, they will be having surgical intervention to revise the ins on their right side. No further information could be obtained from the patient. No further complications were reported or anticipated.